Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the alarms. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer experienced high and low blood glucose levels reaching from 31mg/dl to 500 mg/dl. The customer was treated for the low blood glucose with glucose tablets. The customer was informed that there could be many reasons for high and low blood glucose. The customer declined trouble shooting but a displacement test was preformed and the customer's insulin pump failed. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.